Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stated that surgery was not scheduled yet as of (B)(6)2021 and that the product remained implanted at that time. There remained no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported through a manufacturer representative that after having felt ¿great improvement¿ initially after implant with their settings at 2.5 v, 180 us, and 80 hz settings and recharging every 20 or 30 days, the patient¿s programming started using even lower parameters of 0.7 v, 180 us, and 60 hz. It was stated however that the implantable neurostimulator (ins) ¿battery started to run out for no apparent reason and the recharge intervals became shorter until the generator totally exhausted.¿ an ¿emergency recharge was carried out, but the generator did not start again.¿ it was noted that ¿normal use¿ may have led or contributed to the issue. The ins remained implanted and out of service at the time of report with a plan to replace the device in the future. There were no patient symptoms or complications associated with the event, medical or surgical intervention was not needed to prevent a permanent impairment of function, and the event did not lead to or extend patient hospitalization. The patient was alive with no injury and the issue remained unresolved at the time of report. No further complications were reported or anticipated.